Event description:
It was reported that the customer experienced a past blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.